Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and later passed away. The patient was hospitalized for the peritonitis event as well as for other unrelated health complications. The cause of the peritonitis event was unknown. The patient was treated with an unspecified antibiotics while hospitalized for eight weeks. On an unreported date, the patient underwent an emergency colectomy to remove their pd catheter to clear peritonitis. It was reported that the patient passed away. The cause of death was not reported. It was not reported if the patient recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. No additional information is available.